Event description:
The customer reported that she removed the reservoir and noticed insulin into the reservoir compartment. The customer experienced high blood glucose of 399mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.